Manufacturer narrative:
Instrument data was not provided from the liat for review of instrument performance and it cannot be determined if these samples may have been near the limit of detection (lod) for the assay. Samples at lod can also be due to cross contamination. It was also noted that the instrument and assay are on an older software version which may contribute to the result discrepancies. Further investigation was performed on the reagent lot used and ruled out a product quality issue. Without data, the root cause of the discrepant results could not be identified, however older software versions on this liat or cross-contamination could be factors. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2, infuenza a &b. The same samples were retested on a different cobas® liat® system which yielded a positive result for sars-cov-2 and negative result for influenza a & b both initial and retest results were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.